Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been returned severed, with five pieces returned, including: the terminal segment including all three legs, the yoke and the first suture sleeve measuring approximately 170mm. The midbody segment including a portion of all three conductors and a portion of the trilumen insulation and the second suture sleeve measuring approximately 185mm, the proximal spring electrode segment including the proximal coil and the proximal hv cable attached to it measuring approximately 240mm, the segment including the distal hv cable, cable coil to crimp, some distal hv coil and a portion of the rs- conductor coil measuring approximately 240mm and the segment of distal hv coil, rs- conductor coil and some insulation. Detailed analysis confirmed a fracture on the rs- conductor coil, along with both high voltage (hv) conductor coil fractures and insulation damage. Due to the type of damage, it is likely this was a result of entrapment in the clavicle/first-rib region.

Event description:
Boston scientific (cpi) received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. The rate sensor was replaced with a new rate sensing lead due to 'endotak failed'. Additional information was received that this lead was explanted for an unspecified reason. The lead was later returned to allow for reliability analysis.

Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. The rate sensor was replaced with a new rate sensing lead due to 'endotak failed'.